Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that approximately 5 months post an rx wallstent permalume 10mm x 60mm stent placement in the distal common bile duct (cbd), the patient presented with bleeding and recurrent obstructive symptoms due to stent migration. The patient underwent a stent removal procedure at which time it was noted that the stent was extending approximately 1.5cm to 2 cm out of the ampulla. The stent was removed utilizing an unspecified snare and an rx wallstent permalume 10mm x 40mm stent placed. The bleeding was noted as mild, serious, and related to the device. It was noted that the patient's condition resolved with stent removal and placement of another wallstent.

Manufacturer narrative:
H3: the complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device cold not be completed. A review of complaints reported for this product family found a neutral trend for the period of may 2008 to july 2008.